Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09451. It was reported the pt had experienced a fall about a year ago and had stopped feeling stimulation. The pt underwent surgical intervention to explant and replace the scs system ipg and the lead. The pt reported effective coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in field advisories. Results: the ipg communicated with the lab pt programmer and the charging system. The ipg was fully charged and was tested to manufacturing specifications. The ipg passed all tests. Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.